Event description:
Tech. Had drawn a blue top tube. As she was picking up tube off a table, the stopper came off and she got blood on her hands. Tech. Was not wearing gloves and she had cuts from previous cat scratches. Stressed with clinical coordinator the importance of using safety gloves when handling any potentially infectious material. Hospital protocol procedure followed for exposure. Results confidential.